Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming no further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by from the clinical study that this patient was admitted to the hospital for treatment of suspected pump thrombus. Presenting signs and symptoms included elevated lactate dehydrogenase levels and increased pump power, cola-colored urine, and altered pump sounds. Log files were sent by the site and were interpreted. The patient was administered intravenous tissue plasminogen activator (t-pa) on (B)(6) without resolution of symptoms. The patient was subsequently taken for pump exchange; however, experienced excessive bleeding during the exchange. The surgical team was unable to control the bleeding and the patient expired on (B)(6) 2015. The medical team does not believe the death to be related to the device. Of note, per the vad coordinators, the patient was also reported to be non-compliant with anticoagulant therapy. Investigation is ongoing..

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of log files, which revealed pump parameters above normal operating range. Analysis of the device revealed that the device met functional and dimensional specifications, but failed visual examination due to the mild to moderate scoring marks observed on the lower housing ceramic surfaces and on the matching inferior surface of the impeller, and minimal scoring marks observed on the upper housing ceramic surface and the superior surface of the impeller. These mechanical abrasions are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information clinical factors that may have contributed to the reported event include anticoagulant therapy and complications with bleeding the patient experienced during the exchange. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined there are patient, procedura, and pharmacological factors that may have contributed to this event. The medical team does not believe this event to be related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The international normalized ratio (inr) 4.4 on day the patient presented and as a result, the tissue plasminogen activator (tpa) protocol was unable to be administered. It was further reported that the cause of death was hemorrhagic shock. Patient was prescribed lovenox bridging approximately 2 weeks prior to event and there were no concerns regarding abnormal vad performance at the time. However, patient endorsed non-compliance with lovenox. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.